Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer initially reported that they were having trouble with the insulin pump. They replaced the battery and received a replace battery now alarm. The insulin pump turned on and was functioning as designed. However, a few days later the customer called back to report that they had to change the battery 2 times a day. The call was dropped and the customer called back. Troubleshooting was performed and it was found that the customer did not receive a low battery alert prior to the replace battery now alarm. A new battery did not resolve the issue. The customer's blood glucose level was 95 mg/dl. The customer was advised to monitor the insulin pump. The device was not returned for analysis.